Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch will be submitted at the completion of these activities. Clinical investigation: a temporal association with the crit-line iii blood chamber and the reported event of hypotension, chills, and cardiac arrest exists. However, based on the lack of available information, potential causality cannot be established especially in light of the patient diagnosis of sepsis prior to the hemodialysis (hd) therapy. The patient was admitted to the hospital with an infected catheter, and a subsequent sepsis diagnosis. Sepsis is associated with chills and hypotension, as well as multiorgan failure. Additionally, the patient completed a hd therapy following the adverse event using the crit-line blood chamber without incident. Additional information related to the patient's history, comorbidities, medical records and hospitalization is needed to determine potential causality. Although requested, this information has not been received.

Event description:
A facility clinic manager reported a suspected reaction to the crit-line iii blood chamber. The complainant reported that the patient was admitted to the hospital on (B)(6) 2017 with an admission diagnosis of infected catheter, and subsequent sepsis diagnosis. The catheter was replaced and the patient was started on an antibiotic treatment regimen. Prior to beginning the hemodialysis (hd) treatment, the patient had "red patches" which the staff stated was a "vancomycin reaction." The patient also reportedly had a tylenol allergy. This event represents the second of two reported occurrences of hypotension and chills that were experienced by the patient while undergoing hemodialysis (hd) therapy. The event date is not known. During the hd therapy, the patient experienced chills and a drop in blood pressure (no reading provided). The patient was administered 3 bottles of albumin for blood pressure support. However, the patient experienced agonal breathing and a "code" was called. The patient was subsequently started on a new antibiotic. It is not known if the patient was able to complete the hd treatment. Follow-up was provided which revealed that the user facility only used a fresenius crit-line iii blood chamber during this hd therapy. The hd machine, dialyzer, bloodline, acid concentrate, and bicarb concentrate were another manufacturer¿s products. The complaint device was not available to be returned to the manufacturer for evaluation as it was discarded by the user facility.

Manufacturer narrative:
Plant investigation: the complaint sample was not returned to the manufacturer for physical evaluation, and the lot number was not provided. Therefore, the failure mode cannot be confirmed. A records review of the device manufacturing records could not be performed as the blood chamber lot number was not provided. However, a review of the production and quality control processes found no anomalies. All the involved personnel is duly trained and instrument calibration and machine maintenance status is in compliance. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.